Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pv010 - aesculap aeos. According to the complaint description, the aesculap aeos software crashed after being draped and when ready to be pushed in for surgery. After multiple reboot attempts and hard restarts to the entire aeos system, the surgeon decided to use the traditional microscope. There was a surgical delay of 5-10 minutes. An additional medical intervention was necessary. This occurred during the beginning of an anterior cervical discectomy and fusion (acdf) procedure; the patient was under anesthesia and the initial incision had been made. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).